Event description:
Customer reported experiencing intermittent occlusion alarms. Despite these issues, there was no adverse impact to the customer's blood glucose level. To resolve the problem, the customer cleared the notification and resumed insulin, continuing to use the pump.